Event description:
It was reported the pt had not recharged the ipg as recommended. In turn, the ipg became non-functional. An external field representative attempted to troubleshoot the issue but was unsuccessful. As a result, the pt's ipg was explanted and replaced. The replacement ipg resolved the pt's issue.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.